Event description:
It was reported that the bd plastipak¿ luer slip syringe leaked at the connection site before use. The following information was provided by the initial reporter, translated from portuguese: "we have often observed that the syringes according to the sample have leakage in the region of the cylindrical body near the needle barrel. Information received - 20.sept.2022. How many syringes have deviated? (B)(6) unit. Was the reported incident noticed before, during or after use? Before. Was there any harm to the patient/health worker? (Detail) no. Was there a need for medical and/or surgical intervention due to the event (imaging exams, surgery, medication administration, etc)? (Detail) no. Has there been blood or chemotherapy exposure to mucous membranes or skin? (Detail) no."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 13-oct-2022. H6. Investigation summary: one syringe received by our quality team for investigation. Upon visual inspection and leakage test, a hole is observed on the hub of the barrel. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Retention samples form the same lot were evaluated, no defects or issues observed. Based on the quality team¿s investigation, the root cause can be traced to the manufacturing process. During review of the process, this incident is due to dirt on the injection nozzle in the syringe mold process.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer slip syringe leaked at the connection site before use. The following information was provided by the initial reporter, translated from portuguese: "we have often observed that the syringes according to the sample have leakage in the region of the cylindrical body near the needle barrel. Information received - (B)(6)2022. How many syringes have deviated? 1 unit. Was the reported incident noticed before, during or after use? Before. Was there any harm to the patient/health worker? (Detail) no. Was there a need for medical and/or surgical intervention due to the event (imaging exams, surgery, medication administration, etc)? (Detail) no. Has there been blood or chemotherapy exposure to mucous membranes or skin? (Detail) no.